Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. During the resolution process, the customer inadvertently allowed the pump battery to die, resulting in an automatic reset. Subsequently, the customer successfully started a new sensor session without encountering additional issues, and no further errors were displayed.